Event description:
It was reported that the patient was feeling stimulation on the night prior to the date of this report but the patient¿s wife was worried that the patient¿s battery had gone dead since he could no longer move his legs like before and he was not feeling good. There were no falls or accidents. The last successful recharging session was a few days prior to the date of this report. Additional information received reported that it was unknown if the recharging frequency had matched the patient¿s settings. It was unknown if patient was trained and able to demonstrate effective recharging. The patient was in continuous mode. The cause of the event was determined and was device related. The patient had undergone a replacement. The rechargeable device was overstimulated even though settings were the same. It was unknown if the patient was recharging normally and if the patient was receiving effective therapy. The patient had been evaluated by neurosurgery and was reprogrammed on (B)(4) 2015. Patient status was unknown.

Manufacturer narrative:
Concomitant medical product: product ID: 3389s-40, lot# v012773, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v012773, implanted: (B)(6) 2007, product type: lead. Product ID: 37092, lot# 328720001, implanted: (B)(6) 2012, product type accessory product ID: 37651, lot# serial# (B)(4), product type: recharger. Product ID: 64002, lot# n340417, implanted: (B)(6) 2012, product type: adapter. Product ID: 748251, serial# (B)(4) implanted:(B)(4) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).